Event description:
Additional information noted that the patient also had difficulty holding anything; he kept dropping stuff. The patient was put on life support while in the intensive care unit. On (B)(6) 2012, the patient¿s heart went into arrhythmia.

Event description:
Additional information was reported that the patient's outcome was resolved without sequelae.

Event description:
It was reported that the patient experienced baclofen withdrawal. The patient was hospitalized and admitted to the intensive care unit (ICU) on (B)(6) 2012. The patient was reported to have been in a coma and was having 'brain seizures.' The reporter stated that 'due to the patient's spinal cord injury that when the pump runs low it doesn't work right/doesn't deliver the medicine and causes baclofen withdrawal' and that they had read information that when the baclofen gets low, the pump 'doesn't deliver right. The reporter noted that someone came in to check the pump and said it was 'safe' until (B)(6) and that the physician told her there was 'still some in there.' It was reported that the patient's pump was last refilled on (B)(6) and was typically filled every 3 months indicating the next refill in (B)(6); however during the refill in march the pump was turned down and the 'red zone' (refill date) became (B)(6). The reporter stated that the patient began having 'tremors' on (B)(6) but had been having problems since (B)(6). Another doctor's office went to the hospital to check the pump and decreased the flow rate so that the pump should not have been out of drug until (B)(6). It was later reported that the medication had run out on (B)(6), and the patient was still experiencing symptoms. The patient was put on oral baclofen at the hospital which was 'helping some.' Spinal taps and cat scans were performed but results were not given. It was reported that a low reservoir alarm occurred. The reporter wanted the pump refilled but was having difficulties finding a physician to perform the refill. The reporter stated that the managing physician was 'refusing' to refill the pump and that the patient would likely die. The reporter also stated that no other doctor would see that patient as he was in a coma and that if someone did not fill the pump she thought the patient would die. Another source stated that the managing physician was not 'refusing' to refill the pump but could not fill it because that physician did not have privileges at that hospital and that the hospital would take responsibility for refilling the pump. This reporter also stated that the patient was admitted to the hospital for a bed sore and that 'apparently a (B)(6) refill was missed.' Conflicting information was given as to what medication the pump delivered but the medications mentioned were baclofen, morphine and bupivacaine. The patient outcome was reported as an ongoing event. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).